Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to handling, the adhesive part of the lighting lens came off, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches found on operation part, scratches found on tip cover, scratches found on switch 1, scratches on operation unit cover, scratches on the up/down right/left knob, scratches on the up/down angle fixing lever, scratches found on the grip, forceps plug cap scraped off, scratches found on universal cord, scratches found on the scope connector, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera duodenovideoscope distal end cover not coming off. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was found peeling off. In additional, there was a gap in the glued end and dirt entered the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.